Event description:
Pump alarm 31 was reported during insulin pumping. The impact on the customer's blood glucose level was not disclosed, as the customer declined to answer whether it exceeded 500 mg/dl. Customer technical support assisted in loading a new cartridge using proper technique, and the caller was able to successfully resume insulin therapy. No previous cartridge alarm with this pump was reported, and the original cartridge lot number was unavailable.